Manufacturer narrative:
The ge representative conducted an onsite investigation. The lemo connector and interconnect cable were replaced. The system was tested and is not operating as intended.

Event description:
The customer reported that the images displayed on the 9800 system were not of what they were taking. No pt injury was reported.